Manufacturer narrative:
(B)(4).

Event description:
On 16oct2019, a website post submitted by a patient (pt) was received. The pt reported ¿ripped¿ contact lenses upon opening. No further information was provided. On 23oct2019, the pt was contacted and reported a diagnosis of corneal ulcer while wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl) on (B)(6) 2019. On (B)(6) 2019, after using a cl (for an unspecified amount of time), the pt awoke experiencing eye pain and saw a ¿white spot¿ on the right eye (od). The pt visited an eye care provider on (B)(6) 2019 and was diagnosed with a corneal ulcer od. The pt was prescribed unspecified eye drops, 2 drops every 2 hours for the first day and then every 4 hours for 9 days. The pt reported that the treatment concluded, the od healed, and all issues resolved. The pt reported a daily wear schedule and does not sleep in the cls. No further information was provided. Multiple attempts were made to contact the treating ecp for additional medical information and to confirm diagnosis and treatment. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j00233k was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.